Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 573 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error and the insulin pump was exposed to moisture that could have led to button error. Button error troubleshooting was performed and unable to confirm if the time is advancing. Customer's parent also reported that the customer had experienced a high blood glucose of 573 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed .the customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with unresponsive act button due to corroded keypad traces. No button error alarms nor traces of moisture at electronic or motor assemblies were noted. Unable to perform the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test due to keypad anomaly. The device was received with partially broken off reservoir tube lip and belt clip slot. The device was received with cracked case at the display window corners, display window, cracked battery tube threads, minor scratched display window and scratched case.